Event description:
A customer reported a cartridge alarm related to a tandem mobi pump. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised removing the cartridge, administering a 9-unit bolus, and reloading the original cartridge, which the customer completed successfully, resolving the issue.